Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. The customer performed a supply change and resumed insulin therapy to resolve all issues.